Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a yellow screen stating shock impedance measured over 125 ohms. Past history shows the lead impedance tests have been recording impedances of over 100 ohms since implantation three years ago. There is no history of noise.